Manufacturer narrative:
Power management board was replaced to fix the reported issue.

Event description:
The hospital reported that, during pre-use checkout, "internal failure system may shut down" error is displayed and unit is alarming. There was no reported patient involvement.